Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The event occurred one week after the hands-on training session. The angio-seal device was used to achieve hemostasis at the puncture site of the right common femoral artery (cfa) during a procedure to treat stenosis of the right iliac artery. Before using the angio-seal device, the puncture site was slightly swollen. Although there were no problems with the usage procedure, a large amount of the collagen sponge was exposed on the skin when tension was applied on the suture, after the anchor was positioned against the vessel wall. A significant amount of the collagen sponge was exposed; almost the entire collagen sponge was on the skin. The collagen sponge had not hardened and was straight. The tamper tube was advanced to place the exposed collagen sponge under the skin; however, the collagen sponge could not be entered due to high resistance. The suture was cut above the collagen sponge, and the collagen sponge was placed under the skin using pean forceps. Manual compression was applied for thirty (30) minutes to achieve hemostasis. However, the bleeding did not completely stop until around noon the next day. After that, the bleeding stopped, and the patient was discharged the following day. The estimated blood loss was less than 250cc. The physician commented that the event rarely happens. However, as long as the anchor is within the vessel, it is impossible to stop using the device halfway through and switch to manual compression to complete the procedure. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was the right common femoral artery. The vessel's diameter was 6 mm. The patient was recovering and was discharged. Bleeding occurred in the procedure room.